Event description:
During a surgical procedure, the renew hook scissor tip detached from the hand piece and fell into the patient. The tip was retrieved. There was no harm to the patient.

Manufacturer narrative:
Customer MDR report number (B)(4), document indicated that the cause of the adverse event was the tip, which was not screwed properly on the hand piece.